Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation, and the lenses were tested and confirmed to meet all manufacturing specifications. A trend-related investigation was performed, and no similar complaints or adverse trends were identified. The manufacturing review, including production, sterilization, in-process, environmental, and qc checks, found no evidence linking the complaint to the manufacturing process. No complaint or manufacturing trend was identified, and the root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H3, h6: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-healthcare professional state that the consumer experienced discomfort, pain, and irritation in both eyes immediately after wearing the contact lenses. The consumer visited an ophthalmology clinic and was diagnosed with a superficial punctuate keratitis, corneal ulcer in the right eye and a corneal epithelial abrasion/erosion in the left eye. The consumer was prescribed levofloxacin eye drops six times per day and sodium hyaluronate three times per day. The doctor instructed the consumer to discontinue lens wear, and a follow up visit was scheduled for the following week. During the follow up visit, the doctor confirmed that the eye had no damage. The doctor did not instruct the consumer to come again. The consumer has started wearing the lenses provided by the eye clinic. The current status of the consumer¿s eyes was that the symptoms had resolved at the time of this report. No additional information has been requested.